Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the buttons. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version 4.11d. Retainer ring =clear. Customer returned pump for alleged cosmetic damage located a crack on the buttons of the pump found on aug. 22, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump not received with original battery cap. Battery cap damaged unknown. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), label damage(serial number label faded and end cap address label peeling/fading), broken reservoir tube lip, partially detached retainer and cracked retainer. Also, a big scratch(somewhat deep) across the screen was noted. Cosmetic damage on buttons of the pump was not confirmed, however, other cosmetic damage was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.